Event description:
It was reported that the patient implanted with this left ventricular (lv) lead complained of muscle stimulation in the shoulder area. An x-ray confirmed that the lv had dislodged. The patient has a history of arrhythmic storms and ablation. No intervention has been performed to date.

Event description:
It was reported that the patient implanted with this left ventricular (lv) lead complained of muscle stimulation in the shoulder area. An x-ray confirmed that the lv had dislodged. The patient has a history of arrhythmic storms and ablation. New information received indicates that surgical intervention was performed. The lv lead was explanted and replaced. No additional adverse patient effects were reported, and the explanted lead was not intended to be returned. It was also reported that the patient passed away about two weeks after the lead revision, due to a ventricular arrhythmia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.